Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with inflammation. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with topical steroid/antibiotics/nsaids. Ten days after implantation the surgeon reported corneal haze, stating the patient was improving with visual acuity at last appointment of 20/50 and decrease in inflammation. The following day, visual acuity was measured at 20/30, and the surgeon reported the patient was well on way to recovery. A week and a half later, the surgeon reported the issue resolved and the patient is seeing 20/20 j1. In the surgeon's opinion, the most likely cause of the event was the lens. The following medications were prescribed for use at home post-operatively: pred/moxi/prolensa. A month after the last update was received from the surgeon, the consumer reported an additional finding of secondary macular edema, stating she was referred to a retina specialist and had injection(s) of avastin administered. Allegedly, vision is coming back a little after the injections.

Event description:
Additional information received from consumer indicated she is still having issues with her eye. Additional information was requested but not received.